Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The operation of the collimator iris and leaves was verified. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's collimator iris was closing uncommanded. No patient injury was reported.